Event description:
Oral-b toothbrush ¿exploded" [device battery explosion]. Visible flame - oral-b [device catching fire]. Case narrative: female consumer via e-mail stated that last sunday ((B)(6) 2022), her oral-b toothbrush exploded. The oral-b toothbrush was plugged into the socket to charge when suddenly there was a very loud bang and an explosion (visible flame). No injury was reported. On 06-oct-2022 follow up via image: the suspect product was an oral-b toothbrush, type 3756. The suspect product lot was f30851456. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Oral-b toothbrush ¿exploded" [device battery explosion] visible flame - oral-b [device catching fire] case narrative: female consumer via e-mail stated that last sunday ((B)(6) ), her oral-b toothbrush exploded. The oral-b toothbrush was plugged into the socket to charge when suddenly there was a very loud bang and an explosion (visible flame). No injury was reported. 06-oct-2022 follow up via image: the suspect product was an oral-b toothbrush, type 3756. The suspect product lot was f30851456. No injury was reported.

Manufacturer narrative:
19-dec-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is due to a breakage of the mains cable followed by electrical arcing from the mains voltage caused by an effect of force, which is related to user handling.